Event description:
It was reported that the altrix was in use with an ICU patient. Allegedly one of the wraps was warm to the touch even though the machine was pumping through 4 °c water and actively trying to cool the patient. This may have been an issue of hidden occlusion, although the customer states the machine was showing 3 solid green ports with good flow indicators. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer could not identify which altrix was involved in this event. This issue was resolved by the customer by replacing the blanket.

Event description:
No new information.